Event description:
It was reported that the physician was in-training in the use of the perclose proglide device. A femoral angiogram was not performed prior to device deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be not so fat. (B)(4) - femoral angiogram not taken. The proglide instructions for use state: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported knotted suture being pulled out of the anatomy during knot tightening was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Failure to follow instructions. It was reported that the operator did not perform a femoral angiogram prior to device insertion as indicated in the perclose proglide device instructions for use (IFU). The IFU instructs the operator to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a left anterior descending coronary interventional procedure. Reportedly, the physician tied the blue suture and checked for hemostasis and tied the blue suture again. He then tied the white suture using the suture trimmer and when he checked for hemostasis and wanted to tie the blue suture again, he found the suture and knot came out with soft tissue attached. The tissue was described as one side smooth and the other not smooth. It is not certain if this was or was not arterial tissue. The physician indicated maybe a dissection formed before proglide usage causing this issue. Manual arterial compression was used to achieve hemostasis and no further action was done. There was no clinically significant delay in the procedure. A femoral angiogram was not taken prior to the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.